Manufacturer narrative:
On (B)(6) 2015, merz representative reported patient's diagnosis was confirmed as vascular compromise in supratrochlear artery. As of (B)(6) 2015, patient was continuing hbot treatment once daily. Patient's forehead area was recovering after 8 hbot treatments. Patient's vision was normal but she still had diplopia. According to the ophthalmologist, the patient's diplopia might improve after around 3-6 months. The patient's necrosis, vascular compromise, and retinal vascular occlusion were considered resolving.

Event description:
Patient was injected with radiesse to the nose and chin on (B)(6) 2015. Thirty minutes post injection, the patient felt faint and had swelling at right upper eyelid. Patient went to the emergency room at chung shan medical university hospital, where she had a CT scan and eye exam. The CT report showed no material "was in the vascular." The ophthalmologist said patient might have intermittent exotropia that she was not aware of and the anesthetic injection (rds+lidocaine)made the diplopia symptom more significant. The patient returned to the injector's office from the hospital and the injector squeezed out radiesse from the injection site. The patient was prescribed antibiotics and pain killers (reason not provided). On (B)(6) 2015, the patient still experienced diplopia and returned to the ophthalmologist at the hospital for further evaluation. The ophthalmologist said the "vascular or nerves" of patient's right eye may be compromised by the filler injection and recommended continued monitoring. On (B)(6) 2015, the injector treated patient with warm compresses, IV antibiotics/steroids, and oral antibiotic. The patient's ptosis was less severe. On (B)(6) 2015, merz representative reported patient's diagnosis was confirmed as vascular compromise in supratrochlear artery. On (B)(6) 2015, patient saw the ophthalmologist at china medical university hospital and was diagnosed with retinal vascular occlusion. Patient began twice daily hyperbaric oxygen therapy (hbot) with plans to continue hbot twice daily until resolution of skin necrosis("compromise of supratrochlear vascular"). On (B)(6) 2015, patient decreased the hbot to once daily. Her vision was normal but she still had diplopia. As of (B)(6) 2015, patient was continuing hbot treatment once daily. Patient's forehead area was recovering after 8 hbot treatments. Patient's vision was normal but she still had diplopia. According to the ophthalmologist, the patient's diplopia might improve after around 3-6 months. The patient's necrosis, vascular compromise, and retinal vascular occlusion were considered resolving.